Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose level. It was noted that the customer abruptly ended the call prior to tandem's technical support obtaining more information. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information was provided.